Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. It was noted that the event logs showed the imaging system had been powered on for three days straight. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system displayed a collision zone warning. It was reported that the unit was in an operational height of the gantry. It was noted that the site could not move the gantry up or down. The outside of the gantry was cleaned and debris removed without resolution. There was no patient present when this issue was identified.